Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the instrument did not function properly. It was reported that the contra angle screwdriver ((B)(4)), showed the idling and could not be used in the operation of the extraction of plate on (B)(6) 2013. The instrument was sent to the (B)(4) warehouse for an investigation (B)(4) 2013. It was reported that part of the turning handle for the screwdriver had a malfunction in the rental instruments (cnt-5). The investigation is ungoing. The operation was finished without any problem. The surgeon was visited and interviewed. The products were returned to the sales consultant to see if the event could be repeated but it did not have the same results. The surgeon requested a copy of the investigation once completed. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the complained length 4.85mm should be indeed 7.7mm. A functional check has shown that these articles do not match to the specifications. The device history record was researched and the batch was inspected at the manufacturing plant. We could not detect any other article with the reported failure. This is the first reported complaint regarding this issue we have received. A performed risk assessment has shown that this failure could cause to a moderate extension of the duration of surgery.